Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix damage and helix mechanism issue resulting in failure to extend the helix. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported event of helix damage could not be confirmed. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. X-ray examinations found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.